Manufacturer narrative:
(B)(6). Corrections: section g4: the rt205 adult ventilator circuit is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the subject rt205 adult ventilator circuit was received at fisher & paykel (f&p) healthcare in new zealand for investigation, where it was visually inspected. Our investigation is thus based on the evaluation of the subject device, the information provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the subject rt205 adult ventilator circuit observed no notable damage to the returned device. The subject device was tested, and confirmed that the subject device was within gas leakage specifications. Conclusion: we are unable to determine what may have caused the reported failed ventilator leak test, as there was no fault found with the returned device. All rt205 adult ventilator circuits are visually inspected, as well as pressure and flow tested during production, and those that fail the test are rejected. The rt205 adult ventilator circuit would have met the required specifications at the time of production. The user instructions for the rt205 adult ventilator circuit states the following: - check all connections are tight before use. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.

Event description:
A distributor in japan reported on behalf of a healthcare facility that the rt205 adult ventilator circuit was leaking during patient use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Event description:
A distributor in japan reported on behalf of a healthcare facility that the rt205 adult ventilator circuit was leaking during patient use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the subject rt205 adult ventilator circuit to f&p healthcare new zealand for investigation. We will provide a follow up report upon completion of our investigation.